Event description:
It was reported by the rep the hp052 was used during a laparoscopic nissen fundoplication. It was reported the patient was placed under anesthesia as the tech assembled the lcsc5 and hp052. The 4-40 stud was broken off of the handpiece during assembly. The hospital did not have another hand piece to replace this one so the patient was awakened and the case was cancelled.